Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® lithium heparinn blood collection tubes experienced under-fill or low draw of a tube with blood this event occurred 50 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the tubes it was found that the tubes have a low draw issue."